Manufacturer narrative:
This product and event was previously reported under 0001822565-2019-01281, which was an incorrect MFR number. It will now be sent under number 0002648920-2019-00323. The initial report submitted needs to be voided.

Event description:
This product and event was previously reported under 0001822565-2019-01281, which was an incorrect MFR number. It will now be sent under number 0002648920-2019-00323.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01280, 0001822565-2019-01281, 0002648920-2019-00239, and 3007963827-2019-00084. Concomitant medical products: fluted stemmed tibial component option size 6 catalog#: 00599604802 lot#: 62538928, palacos rg 1x40 single catalog#: 00111314001 lot#: 77584367, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 62491399, femoral component option size f right catalog#: 00596401652 lot#: 62560994. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and instability approximately five (5) years post-implantation. Patient alleged tibial components were loose. However, review of medical records and tests found mild tibial radiolucency with no definitive evidence of component loosening. Mild patella-femoral subluxation was further noted. No revision procedure has been reported.